Event description:
In 2004, the CT results showed four electrodes were not in the cochlea. The audiologist attempted to program around the electrodes. The pt reportedly had facial nerve stimulation. The pt was doing better after reprogramming. About two months later the pt underwent repositioning surgery. The surgeon was not able to reposition the electrode and elected to explant the patient's cii device. The pt was implanted with a new advanced bionics cochlear implant.